Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322, which was reproduced. System error 322 was confirmed and caused by the lower link switch becoming unanchored to the soldering pad allowing unintended movement of the lower link switch. The failed lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322 in the event history log and was found during biomed testing. It was also reported there was no patient involvement.